Event description:
After 5 years of using a CPAP machine, I received my new airsense 10 CPAP machine by resmed. Upon using the CPAP machine, I smelled bad odor coming from the machine. I tried ignoring the odor. But within a short time I felt nausea and a strong headache. I had to stop using the CPAP. I know that the FDA has approved the use of airsense 10. I wonder if part of the approval including measure of the gas emitted from the machine?